Event description:
Customer's reported leaking from connection by top blue fitment and soft tubing. Tubing was being primed for propofol, solution whitish in color, prior to door being closed to pump. Tubing not attached to a pt. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info was provided by the user.

Manufacturer narrative:
(B)(4). The customer's report of set leak was confirmed. Visual inspection of the received set revealed that the silicone segment had a 0.1150 inch long tear near the upper fitment. Microscopic examination noted a crush mark to the upper blue fitment. Functional testing was performed and a leak was noted from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. However, the root cause of the tear was not identified.